Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the cause of the type I endoleak was due to the hostile, short and angulated aortic neck.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aptus endoanchors were implanted in the patient during an endovascular treatment of a proximal type I endoleak. It was reported that after five endoanchors had been successfully deployed, it was noted that the procedure was successful but the type I endoleak persisted. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.